Event description:
Started using the libre freestyle 3 plus sensor. First sensor lasted 13 days; sensor 2 failed after 1 day; sensor 3 after 1.5 days. The first two fell off, and the third one quit communicating with the app. Patient code: 4582. Device code: 3283, 3023, 1068. Reference reports mw5183287, mw5183288.